Manufacturer narrative:
The investigation determined that a single, higher than expected vitros ckmb quality control result was obtained. Patient results were not known to have been affected. A definitive root cause could not be determined. However, a non-optimal calibration due to an improper pre-analytical calibrator fluid preparation and/or handling issue cannot be ruled out as contributing factors. Once the system was re-calibrated with the in-use calibrator kit lot and ckmb slide lot, expected results were obtained. There is no evidence that the vitros dt60 ii system or vitros ckmb dt reagent slides malfunctioned.

Event description:
A customer observed single, higher than expected vitros ckmb quality control results result (biorad level 1 result = 23.0 u/l vs. Expected result of 12.0 u/l) while using the vitros dt60 ii chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. (B)(4).